Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown dynamic hip screw- lag screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: wachtl, s., gautier, e., and jakob, r. (2009), low reoperation rate with the medoff sliding plate: 1 technical failure in 63 trochanteric hip fractures, acta orthopaedica scandinavica, vol 72 (2), pages 141-145 (switzerland). The aim of this study was to assess the technical failure rate with the two-way compression device in the treatment of intertrochanteric and high subtrochanteric femoral fractures. From january 1996 to january 1999, a total of 63 patients (13 males and 50 females) with a mean age of 82 years were treated with a medoff plate which is a modification of the standard dhs plate. It consists an unknown ao dynamic hip screw (stratec medical). The average duration for follow-up was 15 months. The following complications were reported as follows: 1 patient died during the hospital stay. 13 more died after a mean of 4 months after hospital discharge. 1 patient had a pulmonary embolism 1 patient had to be reoperated on 15 days after implantation of the medoff plate, because of a subcutaneous hematoma, which had to be evacuated. 17 patients could not hold leg weight on the limb on the operated side while 7 patients could not hold leg weight on the non-operated side. (B)(6) old female patient had a sliding screw cut-out. An osteosynthesis with a 95-degree angular plate was performed 18 days after the initial operation. The final outcome was good. This report is for a (B)(6) female who had a sliding screw cut-out. This report is for an unknown dynamic hip screw- lag screw. This is report 1 of 1 for (B)(4).